Manufacturer narrative:
Concomitant medical devices: addrl1 ipg; implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced asystole/pauses. It was also reported that during a routine upgrade procedure that insulation damage was noted on the right ventricular (rv) lead. It was further noted that oversensing was suspected on the rv lead. No further patient complications have been reported as a result of this event.